Event description:
It was reported that the patient experienced a loss of therapeutic effect following the replacement of one of his previous implantable neurostimulators (ins). Since then, it made ¿no difference¿ whether the ins was on/off; the patient¿s symptoms were the same. It was noted that the ins had not been programmed. Approximately three weeks later, it was reported that the patient was still having concerns regarding the device or therapy but was working with their healthcare provider or manufacturer's representative. An appointment date of (B)(6) 2014 was noted. Follow-up with the patient¿s healthcare provider indicated that impedance measurements were ¿satisfactory¿. Therapy impedance was ¿5 77/5.34 on the left side and 680/5.51 on the right side¿. Reprogramming was initially done on (B)(6) 2013 but the patient never kept his follow-up appointment. The patient¿s visit noted he wanted to use utensils and was able to eat m<(>&<)>ms out of a bowl with a spoon. The patient was taking gabapentin for chronic pain and "may have insited his tremor". No hospitalization was required as a result of the event.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v487953, implanted: (B)(6) 2010, product type: lead. Product ID: 748295, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v476623, implanted: (B)(6) 2010, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).